Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 500ml exactamix eva tpn bags leaked from the center port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, 5 bags with lot# 60084629 potentially associated with this event were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed on 2 randomly selected bags and no leak was observed. The reported problem was not verified on the returned units. A batch review was conducted for the returned units and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.